Manufacturer narrative:
Pc-(B)(4). Examination of the returned devices could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following implants were removed during hip revision surgery today by the surgeon: 122132050, lot hg1206, altrx acetabular liner 32mm x 50mm; 136532310, lot 8576013, delta ceramic head 32mm +1. Dislocation was the cause for revision. The surgeon would like the explants returned to depuy and to receive a report on the findings. He commented on how easy it was to remove the acetabular liner from the pinnacle shell. The primary surgery was (B)(6) 2018.